Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported a patient presented with rainbow glare in both eyes one day post lasik. The patient is to continue the topical steroid eye drops, artificial tear drops, and will be seen in follow up at a later date. Additional information received states the patient was seen in follow up and noted that the rainbow glare and night vision is still an issue. Vision is still hazy during the day and fluctuates. The patient will continue current drop regimen and punctual plugs will be inserted. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. The root cause could not be determined conclusively. (B)(4).